Event description:
It was reported that after a lead revision the pre discharge check was performed and the pt notifier vibration could not be felt by the pt or the rep. It was recommended to test the pt notifier at the maximum notification duration on pts next follow up. Device remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. E3 hospital personnel.